Event description:
It was reported that the patient presented in clinic for follow-up. X-ray revealed the right ventricular lead was dislodged. The patient was asymptomatic; sick sinus syndrome was the indication for the pacemaker so the patient only paced from the atrial lead. The lead was explanted and replaced. The patient was doing fine post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.